Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the site yesterday and it was giving her insulin fine. Customer stated that then her blood glucose got really high and she treated but was still not feeling well. Customer was experiencing high blood glucose for the past 2 days. Customer's blood glucose was 448 mg/dl at the time of the incident. Customer's current blood glucose is 401 mg/dl. Customer was feeling thirsty and tired. Customer's blood glucose was reported as 401 mg/dl and 435 mg/dl. Customer stated that she sees it come down and then east. Customer has been bolusing with the pump and treating with an insulin shot. Customer was advised to do a complete set change and will be sent a tubing clamp.